Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). (B)(4).

Event description:
An optometrist reported a patient presented with blurriness and discharge in both eyes one week post photorefractive keratectomy. The patient has bacterial conjunctivitis. The bandage contact lens was removed and the topical steroids were increased. The patient will be seen in follow up at a later date. Additional information has been requested there are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Root cause could not be determined as the system is performing within specifications and as intended. (B)(4)